Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received an erroneous result for one patient sample tested for carbohydrate antigen 19-9 (ca 19-9). The measured high result differed from the patient's clinical condition. The patient was transferred from another hospital based on a high ca 19- 9 value of 50 u/ml, which was measured using the fujirebio lumipulse prestoii method this year. The exact measurement date could not be provided. The sample resulted as 1003 u/ml when automatically diluted as a repeat measurement on the e601 analyzer on (B)(6) 2015. The initial measurement of the sample was not provided. The result of 1003 u/ml was reported outside of the laboratory. Based on the results of MRI and CT test, a physician concluded that no tumor exists in the patient. The sample was provided for investigations where it was tested on an e411 analyzer and the lumipulse method. The result from the e411 analyzer was 984.1 u/ml and the result from the lumipulse method was 2500 u/ml. Both results were stated to be way above the normal reference range for each respective assay. The results from the investigation were provided to the customer. The patient was not adversely affected. The e601 analyzer used at the customer site was 1853-06. The e411 analyzer used for investigation was serial number (B)(4). Ca19-9 reagent lot number 177694, with an expiration date of 11/30/2015 was used on this analyzer. The high measured result was confirmed by the investigation measurements. A specific root cause could not be determined as no further investigation of the sample was possible. Any issue with the e601 analyzer at the customer site can be excluded as the provided control and calibration data were all inconspicuous. The control and calibration data show that the reagent kit was performing to specifications.